Event description:
Additional information provided 12 april 2024: 1. Patient (sex, age and weight). Comments from distributor representative: the fiber piece remained in the kidney. The surgeon will inform me of the follow-up of this patient. The surgeon will continue to use zipwire. No other problems.

Manufacturer narrative:
This report is being filed to update part a (a2, a3a, a4) and part b (b5) with the additional information that became known after submitting the initial MDR report. The additional information provided does not change the manufacturer narrative provided in the initial MDR 9680001-2024-00005. Should any further relevant information be provided, a follow up report will be submitted.

Manufacturer narrative:
Correction follow up: this follow up report is being filed to correct the previously filed report. The following sections have been corrected: 1. Section d1 2. Section d4 3. Section g1.

Manufacturer narrative:
It was reported that the product would not return; therefore, no physical analysis can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The supplied image presented skived/cut damage exposing the metallic core wire at an unknown distance from the distal tip. As noted in the device instructions for use (dfu) warnings, · do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. The dfu precautions also indicate, · the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. · due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. Based on the information provided, it appeared that clinical and/or procedural factors may have impacted on the event as reported. If there is any further relevant information provided, a follow up report will be submitted.

Event description:
Event description: it was reported that: dear sir/madam, please find below a materiovigilance statement mv-2024-40 on: · name :zipwire straight rigid hydrophilic guide. · reference: (B)(4). · bundle:jrz8688689. · event date: 22/02/2024. · event description: insertion of the zipwire guide into a loretto needle, when the guide was removed it was unsheathed the distal end of the outer sheath has remained in the kidney without the possibility of recovering it. · no habit problem. · no change of practice or equipment. This materiovigilance report has been the subject of a declaration to the ansm: no. The concerned device is at your disposal for analysis: no. Additional information provided 18 march 2024: 1. Please forward the ansm report - mv-2024-40. Answer: no ansm declaration. 2. What was the name of the procedure(s) performed? Answer: percutaneous. 3. Is the loretto needle a metal needle? Answer: yes. Photo provided 19 march 2024.